Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-04147 for the other associated device info. It was reported to boston scientific corp that two autotome-sphincterotome devices were used during an endoscopic sphincterotomy procedure performed on (B)(4) 2009, on a male pt (B)(6). According to the complainant, during the procedure when they tried to bow the sphincterotome, it bowed backwards, opposite to what it is suppose to do. The device was removed. A second autotome - sphincterotome was tested outside the pt and it did not bow at all. A third autotome - sphincterotome device was used to complete the procedure successfully. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) (bowed backwards). The complainant indicated that device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information becomes available, a supplemental medwatch will be submitted. (B)(4).